Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported in-clinic for follow-up. Upon interrogation, post-paced t-wave oversensing was noted on the implantable cardioverter defibrillator's stored electrocardiograms. The device was reprogrammed and remained implanted. No patient symptoms were reported. No further information could be obtained.